Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the higher-than-expected wbc content reported in the platelet product for this collection. No unusual process variable was identified from the signals in the run data file. Based on the available information, it cannot be ruled out that the higher-than expected wbc content in the platelet product may have been donor-related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. The analysis of the run data file did not identify a conclusive root cause for the higher-than-expected wbc content reported in the platelet product for this collection. No unusual process variable was identified from the signals in the run data file. Based on the available information, it cannot be ruled out that the higher-than expected wbc content in the platelet product may have been donor-related.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the higher-than-expected wbc content reported in the platelet product for this collection. No unusual process variable was identified from the signals in the run data file. Based on the available information, it cannot be ruled out that the higher-than expected wbc content in the platelet product may have been donor-related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.